Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (some angulation of the aortic neck and access concerns).

Event description:
An endurant bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aneurysm, approx seven weeks ago. Aneurysm and vessel morphology from the time of the implant were unremarkable, except for some angulation of the aortic neck and concern with access; however, that was not a problem as the stent graft was implanted w/o issue. It was reported the recent films from were reviewed and showed a type 1 endoleak. The reviewing physician recommended repair with a palmaz stent or a cuff. No intervention has been performed and the decision was made to bring the pt back at a later date to perform an angiogram and then decide about further intervention. No add'l clinical sequelae were reported, and the pt is fine.